Event description:
It was reported the patient was experiencing ineffective stimulation due to the high impedances and patient lost weight causing the ipg to feel uncomfortable. Surgical intervention took place on (B)(6) 2026 wherein the leads were explanted and replaced and the ipg was relocated. Effective therapy was restored.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.